Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown schanz screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zhang, j. Et al (2012), surgical treatment of proximal humeral fracture with external fixator, j shoulder elbow surg vol. 21 (xx), pages 882-886 (china). The objective of the retrospective study was to evaluate the efficacy and complications of surgical treatment of proximal humeral fractures by closed reduction and external fixation with application of a mini-external fixator. Between march 2007 and june 2009, a total of 32 patients (22 male and 10 female) with a mean age of 56 years were included in the study. These patients had displaced proximal humeral fractures were surgically treated by closed reduction and external fixation with mini-external fixators (synthes) and 3mm threaded pins (synthes). All the patients were followed up at an mean of 18 months. The following complications were reported as follows: - (n=2) loosening of the pins (underwent hemiarthroplasty); - (n=1) collapsed humeral head (underwent hemiarthroplasty). This report is for an unknown schanz screws. This report captures the reported - (n=2) loosening of the pins (underwent hemiarthroplasty). A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).